Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
The patient reported that they recently had their implantable neurostimulator (ins) replaced due to normal battery depletion. Since the replacement, they had been experiencing problems on and off. The device was implanted for the patient¿s lower back and right leg. They had been having pain in their right leg and noted that it was like a bad ¿charlie horse¿ in their leg. The ¿charlie horse¿ was so bad that they could not handle it and wanted their ¿leg to be cut off¿. They saw their doctor during the month prior to the report and reprogramming was performed. The stimulation was good for a couple of days and started to help but at the time of the report it was back to the same. It was noted that the device was zapping the patient¿s body and not going near their leg. This was clarified and the patient did not feel shocking; they felt vibration on their back but no stimulation in their right leg. They had tried everything with their patient programmer but the stimulation was still not going to their right leg. It was noted that the patient saw their doctor 2 weeks prior to the report where it was noted that there were a couple of wires that were not working correctly. Their doctor ¿changed¿ a few wires around. The patient had a bad fall in (B)(6) and they might have moved some wires around in their spine. At the time of the report that had a big gash on their head. X-rays had been taken previously but no x-rays had been taken since the patient¿s fall. Since (B)(6) 2016, the patient¿s pain in their right leg had been out of control. The patient had moved a couple of things on (B)(6) 2016 which they were not supposed to do. The pain was so bad that they were thinking about going to the hospital. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.